Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she noticed her infusion set cannula was bent while she was changing the set. The patient was concerned about the absence of the no delivery alarm. However, she was unable to troubleshoot at the time of call. The insulin pump was not returned for analysis.